Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the devices cut? If yes, were any issues noted such as jagged cut line, irregular cut, etc? It fired but only the first 15mm. Did the devices deliver staples? If yes, were the staples formed properly? Were any staples missing along the staple line? First 15mm staples were fine but it would not fire beyond that. Did the same issue occur with both devices? Yes. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? No. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the devices cut? If yes, were any issues noted such as jagged cut line, irregular cut, etc? Did the devices deliver staples? If yes, were the staples formed properly? Were any staples missing along the staple line? Did the same issue occur with both devices? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Event description:
It was reported by the sales rep that during an appendectomy procedure, the device locked after the first firing and staples did not form. Blue loads used. Case completed with another device of the same product code. There were no patient consequences reported. The device was discarded